Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "during delivery of certain drug pump runs then suddenly gives occlusion alarms" was not reproduced. No occlusion alarms occurred during testing of the device. A review of event history log revealed multiple events of "upstream occlusion!" Alarms during the last days of use. The device was tested for upstream occlusion detection and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review as upstream occlusion alarms. The cause of the condition was determined to be the ultrasonic sensor out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was received for evaluation. During functional testing, during delivery of certain drug pump runs then suddenly gives occlusion alarms was not reproduced. A review of event history log revealed multiple events of downstream occlusion alarms. Device was sent for downstream occlusion test for high, low and medium and upstream occlusion testing. Device was also sent for ultrasonic sensor us air. All testing passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump suddenly started giving occlusion alarms during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.